Manufacturer narrative:
Section e1: customer site corrected manufacturer's investigation conclusion: the report of a 60-70% outflow graft stenosis cannot be confirmed through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient information was updated. Section d: device information was updated. Section h4 - device manufacture date was updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported in the article ¿surgical interventions for accumulation of bio-debris causing outflow graft obstruction and thrombosis following heartmate 3¿ (hm3) that the hm3 was associated with stenosis. The article retrospectively reviewed 298 hm3 lvad patients and identified eight, 2.7%, that were implanted between (B)(6) 2014 and (B)(6) 2022 which required corrective surgery. Patient 1 was implanted at age 41.2 years for destination therapy and presented with persistent low flow alarms 2.1 years following implant. Computerized tomography angiography, (cta) identified 60-70% stenosis near the pump. Pre-intervention hm3 parameters were reported as; speed 5600 rotations per minute (rpm), flow 4.6 liters per minute (l/min), pulsatility index (pi) of 2 and power 4.1 watts. Post intervention parameters were reported as: speed 5600 rpm, flow 4.6 l/min, pi 2.6 and power 4.3 watts. Duration of follow-up was 4.2 post hm3 and 2.1 years post intervention. Their last known status was reported as alive and on the device.

Manufacturer narrative:
¿ Specific patient information and device serial number are documented as unknown. Details are listed in the attached article. ¿ device was implanted at time of event. ¿ date of event has been entered as: nov2014 as patients were implanted between (B)(6) 2014 and (B)(6) 2022. Vinogradsky, a., hynds, m., kaku, y., leb, j., yuzefpolskaya, m., colombo, p., sayer, g., uriel, n., naka, y., & takeda, k. (2024). Surgical interventions for accumulation of biodebris causing outflow graft obstruction and thrombosis following heartmate 3. The journal of heart and lung transplantation, 43(4), s287. Https://doi.org/10.1016/j.healun.2024.02.1233. 1 division of cardiac, thoracic & vascular surgery, department of surgery, columbia university irving medical center, new york, ny. 2 columbia university irving medical center, new york, ny. 3 division of cardiology, department of medicine, columbia university irving medical center, new york, ny. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.